Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced dyspnea, presyncope, and weakness. The cgm was 300 mg/dl while the bg was 70 mg/dl. He was rushed to the hospital where staff confirmed he was low (exact value not provided). Per documentation, he does not know what medications were given. He had rebound hyperglycemia 220 mg/dl without documentation of treatment. He left the same day and was requesting a replacement sensor. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.